Event description:
The customer reported that they received an erroneous result for one patient sample tested for testosterone. The sample initially resulted as 8.86 nmol/l for testosterone and this value was reported outside of the laboratory. A doctor questioned this result based on a delta check. The sample was repeated on a different modular analyzer, serial number (B)(4), where it resulted as 401.4 nmol/l. The value of 401.4 nmol/l was considered to be the correct result. The patient was not adversely affected by the event. The testosterone reagent lot number was 16850006 with an expiration date of 10/31/2013. The field service representative could not determine a cause. He adjusted sample level detection to the specified voltage. He performed a cleaning of the sample line and probe, ews lines and probes, and the reagent line and probe. He performed a liquid flowpath cleaning. He ran performance testing and this passed. The customer's quality control and pooled serum precision met their requirements.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was determined that the units of measure used for testosterone were ng/dl. It could not be determined if the values of 8.86 nmol/l or 401.4 nmol/l for testosterone were actually reported in units of ng/dl or nmol/l. Clarification was requested, however the customer has not answered this request. The customer and field service representative also confirmed that there was a wire loose with the sample probe. A loose wire on the sample probe can interfere with liquid level detection and lead to incorrect sample detection.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within expectations. A general reagent issue was not found. A loose wire of the sample probe is very likely the root cause for the observed issue.